Event description:
It was reported that a patient who was enrolled in a clinical study underwent initial right total knee arthroplasty on (B)(6) 2012. Subsequently, the patient underwent irrigation and debridement with poly swap on (B)(6) 2013. The patient was revised again on (B)(6) 2014 due to infection and underwent removal of all components and irrigation and debridement. Patient was then treated with temporary articulating antibiotic spacers for treatment of infection and was re-implanted with vanguard 360 implants on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to a deep infection and all implants were removed again and antibiotic spacers were implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 8 of 15 mdrs filed for the same event (reference 1825034-2015- 01230 & 01234 / 01247).